Event description:
A malfunction was reported by the customer involving a technical code 16-0x20e6. There was no available information on the impact of blood glucose levels, and therefore, no adverse impact was reported. No additional information was received.